Event description:
While using a byte retainers, patient reported that their new retainers are cutting into their gums. They have tried filing, but this has made the retainer really uncomfortable to wear. Provided fit tips and requested additional information. Asked patient if they can go back to their previous retainers.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.